Manufacturer narrative:
A root cause could not be determined.

Event description:
The customer alleged they received questionable troponin I stat (tni) results on their cobas e411 rack analyzer, serial number (B)(4). The customer stated that in the morning, they performed weekly maintenance and then started processing samples. The customer noticed many tni results were positive. The customer stated that quality control was measured in the morning before maintenance. They tried to perform a liquid flow cleaning, but it failed. Quality control and sample results remained high. The customer changed the reagent pack and the result became normal again. The customer did not have problems with other reagents. The customer suspected there might have been a reagent contamination, possibly during maintenance. In total, the customer reported three discrepant results outside the laboratory. The samples were repeated on another e411. The patients were notified later. The first patient's initial tni result was 0.62 ng/ml. The sample was repeated and the result was 0.79 ng/ml and it was reported outside the laboratory. The sample was repeated on the other e411 analyzer and the result was <0.1 ng/ml. The second patient, a (B)(6) male, had an initial tni result of 0.28 ng/ml. The sample was repeated and the result was 0.48 ng/ml and it was reported outside the laboratory. The sample was repeated on the other e411 analyzer and the result was <0.1 ng/ml. The customer stated they repeated the test on the same instrument and the tni result was <0.1 ng/ml. The third patient, an 84 year old male, had an initial tni result of 0.69 ng/ml. The sample was repeated and the result was 0.85 ng/ml and it was reported outside the laboratory. The sample was repeated on the other e411 analyzer and the result was <0.1 ng/ml. The second patient remained waiting at the ps and had tests repeated some hours later with normal results. The third patient was admitted to the uti and had some new tests performed. Information on whether any of the patients were adversely affected was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).